Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device alleging the unit sparked when plugged in. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient stated the unit sparked when plugged in upon receipt of the device. The patient attempted to continue use, but the unit would not power on. The patient did not notice any device odor. The patient did not observe any smoke coming from the device. The patient saw no flames, evidence of melting, warping, or any voids/gaps in the device enclosure. The patient stated there was no evidence of any exposed wiring. There was no property damage. Additionally, the patient reported no other medical devices were being used at the time of the event. The customer stated there is an orange/red mark inside the power port. The device was received at the third-party service center but was not yet checked into service at the time the dme called to check on the status of the device. The dme requested the device be returned unrepaired on 04/25/2025. On 05/27/2025 the device was sent back to the dme unrepaired (tracking reference number (B)(4).).